Manufacturer narrative:
On (B)(4) 2015, the field service engineer (fse) found a defective light scatter preamp that caused the malfunction. The fse replaced the light scatter preamp and the instrument ran without problems. The repairs were verified per established procedure. The beckman coulter internal identifier for this event (B)(4).

Event description:
The customer reported that the latron light scatter for the retic mean was out of specification on the coulter lh750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.